Event description:
Small piece of unknown origin was believed to a part of the radial jaw used in the procedure was located in the colon at the time of examination. The item was removed. The procedure was completed without further complications. The patient was taken to recovery room in satisfactory condition.